Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross connect for faradrive kit was selected for use. After performing the transseptal using a non-boston scientific mapping system in the left atrium, the radio frequency (rf) wire was manipulated to approach the left superior pulmonary vein (lspv). During the wire operation, and when the wire was pulled back, the mapping catheter and wire became entangled. The wire was withdrew into the right atrium along with the tangled hd grid and removed the hd grid and removed the wire as it was.the procedure was completed using original device. No patient complications occurred. The device is expected to be returned for analysis. No other issues were noted. No leads or mechanical hardware present.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and noted to have its distal end deformed, although no abnormal edges for catheter to catch on observed. Therefore, the reported allegation is confirmed based on the deformation observed to the rf wire distal curve. The known inherent risk of device code was selected based on the information provided and the known issue of wire entanglement/fracture as per the IFU. Correction to the initial MDR in block(s) initial reporter phone and initial reporter fax (e1), in section e - initial reporter. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross connect for faradrive kit was selected for use. After performing the transseptal using a non-boston scientific mapping system in the left atrium, the radio frequency (rf) wire was manipulated to approach the left superior pulmonary vein (lspv). During the wire operation, and when the wire was pulled back, the mapping catheter and wire became entangled. The wire was withdrew into the right atrium along with the tangled hd grid and removed the hd grid and removed the wire as it was.the procedure was completed using original device. No patient complications occurred. The device is expected to be returned for analysis. No other issues were noted. No leads or mechanical hardware present.